Event description:
A caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and infusion set and resumed insulin therapy.